Manufacturer narrative:
A ge service representative performed an onsite investigation. This was a user contributed event. The customer was instructed on proper usage of image quality settings and how to optimize them. No repairs were needed.

Event description:
The customer reported that the monitors were black. No patient injury was reported.